Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Unit received with cracked/detached end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify compromised forced sensor system alarm due to cracked/detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had comprised force sensor system alarm. The customer¿s blood glucose level was 100 mg/dl at the time of the incident. Insulin pump was squirting out during manual prime. Customer state that drive support cap was sticking out. The insulin pump will be returned for analysis.